Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead experienced diaphragmatic stimulation 2 days post-implant. An x-ray was obtained that confirmed lead dislodgment. A revision procedure was performed wherein the lead was repositioned without consequence to the patient. It was noted that original lead position may not have been optimal at time of implant. No adverse patient effects were reported. This lead remains in service.